Event description:
The customer reported to olympus, that the evis exera ii video system center was unable to take pictures. The event occurred during an unknown diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.